Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with dizziness, hypotension and bradycardia. It was noted that the right atrial (ra) lead oversensing and the right ventricular (rv) lead exhibited high undefined impedance warning and oversensing. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.